Event description:
The customer reported that the quality of the image from the subject device was poor. Additional details were requested regarding the reported event. No additional information was provided. With the limited information, investigation determined the image may not have been displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not find any image issues. No fault was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.